Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l47429, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (lot #, concentration, and dose were unknown by the reporter) via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that per the patient's mother, the patient had hallucinations, an altered mental status, and was confused in 1998. The details regarding the drug in the pump, the patient's pertinent medical history/concomitant medications, the diagnostics performed, actions/interventions taken, cause of the event, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.